Manufacturer narrative:
Medical device lot #:6063537. Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfilling and no serious injury medical intervention.